Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Eval: method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product; however the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2011-08166. The pt received the scs system on (B)(6) 2011. It was reported that the entire scs system was explanted on (B)(6) 2011 due to an infection. Cultures were taken and confirmed (B)(6). The infection was treated with vancomycin and (B)(6) intravenously. The pt was responding well to the treatment.